Manufacturer narrative:
The actual sample was returned for evaluation. Visual inspection found no anomalies anywhere on the device. A review of the device history records revealed no manufacturing issues. The returned sample was manually ran through five separate tests that mimics the tests ran during the in-process leak test. The sample failed two of these tests, one for the duckbill backflow test and the other was the negative relief pressure test. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. It is possible that the unit was subjected to damage at some point after final release causing the valve to leak. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the overpressure safety valve was leaking. The valve was cut out and replaced with a connector to continue the procedure. Blood loss <10cc. Product was changed out. Procedure was completed successfully.